Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and the lens was noted to be torn. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4) no consequences or impact to patient. (B)(4) tears, rips, holes in device, device material. Evaluation: method - (B)(4): work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).